Event description:
Foley catheter removed, ridge around distal end of balloon. No difficulty removing catheter. Pt without injury or residual problems. This defective catheter was disposed of prior to incident report being generated.